Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms. Abbott technical services performed cleaning on the inline connector connection and noted that there was corrosion on the female side of the inline connector (pump cable), which was cleaned. This corrosion would have contributed to the reported driveline power fault alarms. A specific cause for the corrosion could not be conclusively determined through this evaluation. Log files from the time of the reported event were submitted which revealed the reported driveline power faults. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The patient¿s system controller was exchanged, and additional log files were submitted which captured continued driveline power faults. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. On (B)(6) 2023, abbott technical services performed cleaning on the inline connector connection. Abbott technical services noted that there was corrosion on the female side of the inline connector (pump cable), which was cleaned. Following cleaning, the patient¿s modular cable and system controller were exchanged. Additional log files were submitted, post cleaning, which captured no further driveline power faults. No notable alarms were observed in the log file and the pump appeared to be operating as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No furthers issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 4 of the patient handbook ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected section h4 device manufacture date: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault. The patient's controller and modular cable were replaced. It was noted that the alarm remained after the exchange but stopped and did not return when it was cleared from the monitor. There was a marked improvement in the patient data following the exchange. Related manufacturer reference number: 2916596-2023-08661 (modular cable).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the intermittent cleaning, the patient was in the intensive care unit (ICU) on epinephrin infusion.

Event description:
It was reported that a photo was submitted showing corrosion inside the pump side modular cable connector near the ground b pin. The corrosion from the modular cable connector was cleaned on (B)(6) 2023. The surface corrosion was removed and the internal slots on the connector were cleaned. There were no more driveline power fault events after the cleaning. The modular cable was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.